Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer and radiofrequency (rf) head were unable to interrogate the implantable pulse generator (ipg), and the programmer displayed an error message indicating ¿pacemaker needs to be updated.¿ it was noted that a magnet was used and connected to the patient, and no elective replacement indicator (eri) was observed on the ipg. The programmer connected well with other implantable devices after troubleshooting steps were taken, including rebooting the programmer a few times. The programmer and the ipg remain in use. The rf head is expected to be returned for evaluation. No patient complications have been reported as a result of this event.